Event description:
It was reported that a session report was received from physician showing therapy on/off time pie chart displaying off time at 100%. System diagnostics were within normal limits and therapy was enabled. Average stims/day is 0 for all output.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the patient has not experienced any increase in seizures and no behavioral changes. It was noted that the generator does not register the magnet swipes. The last magnet swipes registered were in (B)(6) 2019, but the patient has about 1 seizure per month that they swipe the magnet for. No error messages were seen when attempting to interrogate the device.

Event description:
The patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.